Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the provided angiographic material was reviewed. The balloon of the delivery system is still well folded and shows no signs of inflation. Stent imprints are visible between the x-ray markers, indicating that the stent was initially crimped on the balloon. Dried contrast medium was observed in the inflation lumen and in the balloon indicating the application of negative pressure prior to reaching the target lesion. The stent was returned unprotected in a plastic pouch. The stent is severely deformed over its entire length. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. An implantation of a stent in the lm, in the medial lad and in the proximal lad is visible. The actual complaint event is not visible in the angiographic material provided. Review of the product release documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause for the complaint event is most likely related to the handling during the procedure (i.e. Application of negative pressure prior to placement of the stent in the target lesion which is warned against in the IFU).

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent systems was selected for treatment of a severe calcified lesion, located in the distal left marginal artery. Since the lesion was too far distal the lesion could not be pre-dilated and the device could not reach the lesion and was therefore withdrawn from the patients body. During withdrawal into the guiding catheter the stent dislodged from the delivery balloon. Thus another stent was used to complete the intervention.